Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
Concomitant medical products: estimated date. The device location was not provided. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that vessel closure was being performed with a proglide device. Reportedly, "there was a strangulation" [difficulty removing] with the guide wire. No additional information was provided.